Event description:
Additional information was received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow-up, an increase in the defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was suspected but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.